Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The patient was hospitalized for the event and was discharged 10 days after admission. The cause of the event, treatment, patient outcome and action taken with pd therapy were not reported. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.